Manufacturer narrative:
On 25-mar-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and a loss of all ECG signals occurred. Current leakage error was accompanied by a loss of all ECG signals (body surface and intracardiac) on the carto 3 system and there was no other system available for the physician to monitor the patient¿s heart rhythm. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and functionality tests of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned device revealed that the shaft was bent. The device was connected to carto 3 system, it was properly recognized and visualized, and no errors were displayed. An electrical test was performed, and no electrical issues were found. A device history record was performed, and no internal actions related to the reported complaint were identified. The current leakage and electrical issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The bent shaft condition could be related to the handling/shipping of the device after the procedure; however, this could not be conclusively determined. The bent shaft is unrelated to the reported event. The instructions for use contain the following recommendation: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the bent issue identified by bwi pal. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported loss of ECG signals. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and a loss of all ECG signals occurred. It was reported that during procedure, leakage current was detected on piu rl input. A second device was used to complete the operation. There was no adverse event reported on patient. (Error code:7). The customer's reported current leakage issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 4-mar-2025, additional information was received indicating the current leakage error was accompanied by a loss of all ECG signals (body surface and intracardiac) on the carto 3 system and there was no other system available for the physician to monitor the patient¿s heart rhythm. Based on this information, the event was assessed as an MDR reportable malfunction. Subsequently, more information was received confirming a recording system was in use at the time of event but there were no signals available to be used on the recording system either.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).